Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that after the cementing of four screws and when cementing the fifth screw, the valve between the confidence kit¿s pump and the cement reservoir ¿exploded¿ and water came out from the devices. Clarification revealed that water escaped from between the confidence kit¿s pump¿s rectus connector and the nipple on the cement reservoir cap. Affiliate reports there was no problem with the cement that was being applied. Another kit was on hand to complete the procedure with no delay and no adverse consequences to the patient. The catalog number and lot number of the confidence kit are unknown.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.